Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. No unexpected numbers ramping during testing. The insulin pump has cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, broken battery tube threads, stained address/serial number label, stained end cap sticker and cracked belt clip slot.

Event description:
Customer reported issues with the insulin pump. Customer states that the number on her insulin pump continued to ramp and there is a button error alarm. The blood glucose reading is 136 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.